Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13927. It was reported that the patient felt thumping in her chest close to the pacemaker and presented remotely via merlin. Net. Upon investigation, the right ventricular (rv) lead had undergone polarity switch due to low impedance. The patient felt pocket stimulation due to uni-polar pacing. Further investigation noted there might also be a presence of intermittent rv loss of capture. Noise was also noted on both the right atrial (ra) and rv leads. Programming changes were made to mitigate the uni-polar related pocket stimulation. The patient was stable.